Manufacturer narrative:
(B)(6). (B)(4). Unknown PMA 510(k): this part is not approved for sale in us but a similar part with catalogue number 7753919 with 510k number k123906 is approved for sale in the us. Neither device nor applicable imaging studies available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that the patient underwent revision surgery to replace the 16mm closed connector to a 19mm closed connector and to add cross link. In middle of (B)(6), an x-ray was carried out and it was found that the rod was dislocated. Reportedly, the patient was not scheduled for revision surgery because there was no subjective symptom in the patient. Set screw of the connector was loose which could be the probable cause of the movement of the rod.